Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy, when the specific loading unit was loaded onto the stapler, the articulation was electronically set, before the reload was placed on the tissue, a closing and opening of the reload was performed, and it was placed on the tissue. When the doctor tried to close the reload again, it did not respond. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. Due to the condition of the reload functional testing could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.